Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the iabp's alarm logs. The stm advised that this is an alarm to advise the user to check the iabp circuit for a gas leak. The stm spoke to the customer and explained that this issue did not require repair. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a gas leak occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.